Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's key was stuck and the pump was continuously beeping during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device confirmed the keypad to be damaged and not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the input/output printed circuit board ( I/o pcb). The I/o pcb and keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.